Event description:
It was reported that resistance was encountered while attempting to pass the device through a heavily calcified lad lesion and after several back and forth motions (against IFU), the stent dislodged from the balloon. It was successfully retrieved with a snare device.